Manufacturer narrative:
Correction tocommon device name: gis corrected to gjs. Addition to PMA/510k: 510k number added. Investigation conclusion: investigation of the product could not be pursued due to the customer not being able to provide a lot number. Testing of product could not be performed due to the product being withdrawn from the market and all existing product having expired in july 2017. Alere has withdrawn the alere inratio®/inratio®2 pt/inr system from the market and is no longer manufacturing alere inratio® test strips and monitors. In addition, all alere inratio® test strips are now expired.

Manufacturer narrative:
Results pending investigation completion.

Event description:
On (B)(6) 2019, the distributor reported that a patient was claiming serious injury. The patient indicated that he had a transient ischemic attack after using the inratio meter with no time frame given about when the transient ischemic attack (tia) occurred. The patient's result was 2.6 with a therapeutic range of 2.0-3.0 using the inratio. The patient wasn't feeling well later that day, went to the ER then suffered a stroke. The hospital inr result was 1.7 with an approximate time after the first inratio test of 36 hours. Although requested, no other information was received.